Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited small r-waves in multiple positions. The rv lead was removed. While trying to preserve vascular access during the removal of the lead, the lead sustained insulation damage. A new rv lead was implanted. The second rv lead exhibited the same small r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.